Event description:
It was reported by that in a knee arthroscopy surgery, during fixing of the new ligament at tibial level, the thread of the 10 x 28 mm screw was compacted not allowing the fixation. The procedure was completed with a similar device. There were no adverse consequences.

Manufacturer narrative:
Based on the info available, possible suspected root cause (s): use of damaged or bent driver; failure to tap if bone patellar tendon bone graft used; graft/screw/tunnel not appropriately sized; insertion over bent guidewire.